Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had fiber-optic sensor issue and the helium tank is depleting quickly. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported. The helium tank has been reported separately in report mfg# 2249723-2021-00687.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation) . H10. Corrected fields: b5 & h4. Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted the issue was due to operator error. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had fiber-optic sensor issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.